Event description:
It was reported that the lead fractured resulting in a loss of sensing, increase in capture threshold and a change in impedance. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.